Manufacturer narrative:
Upon receipt at our (B)(6) laboratory, the lead was returned for analysis. The allegation against the product was not confirmed. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics.

Event description:
It was reported that the patient with this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.